Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on an unknown date due to hyperglycemia. The customer's blood glucose level was 535 mg/dl and was treated with manual insulin. The customer received a calibrate now alert outside of the expected timing. The customer had nausea, vomiting, and abdominal pain. The customer reported that they do not feel okay for troubleshooting. The customer stated that they knew what they need to do if were on high blood glucose. The auto mode feature was not active and was not automatically adjusting insulin at time of high blood glucose event. The customer was advised to change entire set, reservoir and insulin and treat per the healthcare professional¿s instructions. The insulin pump will not be returned for analysis.